Event description:
The reported description notes that the bedside monitor did not produce an asystole alarm during a cardiac arrest. The pt is deceased.

Manufacturer narrative:
(B)(4). The reported description notes that the bedside monitor did not produce an asytole alarm during a cardiac arrest. The pt is deceased. The attending nurse stated that the monitor for a pt with a pacemaker did not contribute to the pt incident, and that there was no delay in awareness of the pt's condition or in the pt treatment. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.